Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg urine control and 3 high level of hcg urine controls (205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were hcg positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Distributor alleging customer had reported receiving a false negative henry schein one step+ hcg urine cassette test. Customer stated that the event occurred on (B)(6) 2015. Urine samples were taken from the patient at 3:45 pm. Customer stated that they compared the henry schein one step+ hcg urine cassette test result with a total quant through quest. Customer did not provide the result. Customer also stated that the patient had tested herself at home with a home testing device three separate times and obtained positive results. Customer did not know the brand. Customer declined to provide any further information regarding patient, technique, or storage. No adverse events reported.